Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that yesterday he stopped the pump and the act button had to be pressed 3 times to respond. When the customer went to connect, it stayed in suspend and the button was unresponsive. Customer pulled out the battery a few times to see if it would reprogram itself but it is still not working. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.